Event description:
Additional information was received indicating that during the right ventricular (rv) lead replacement procedure, the helix of the rv lead was unable to extend.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Additionally, loss of capture and loss of sensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.